Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, and the caregiver contacted support to verify the patient¿s programmed weight; the device was unlocked and navigated to settings where the therapy weight was confirmed accurate at 140 lb. Symptoms included a low blood glucose of 44 mg/dl. Outcomes included treatment with oral glucose and caregiver plan to contact the healthcare provider regarding recurrent lows. Investigation included user education and troubleshooting by guiding the caregiver through the device menu to confirm therapy settings. Investigation of this case revealed no device setting discrepancy related to weight. It was concluded that the cause of hypoglycemia was unclear and that the device appeared to be functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.